Event description:
It was reported that during dialysis therapy with an automated pd set with cassette the home patient (hp) failed to follow therapy steps. The hp stated that the patient line extension was connected post the prime cycle. The technical service representative (tsr) assisted the home patient in ending the therapy. The tsr explained the proper procedure and instructed the hp to setup with all the new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, connecting the patient line extension to the set up after priming is a known cause of this alarm. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device instructs the user to connect the patient line extension to the patient line prior to priming. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to your patient line/extension set unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.